Manufacturer narrative:
Continuation of d10: product ID a820 product type software product ID tm90t0 serial# (B)(6) product type accessory section d information references the main component of the system. Other relevant device(s) are: product ID: a820, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient receiving intrathecal dilaudid (hydromorphone) via an implantable pump for non-malignant pain. It was reported that the reason of the call was the patient stated that they were having trouble with both their communicator and handset and had been getting slower and slower for about a month now. The patient mentioned that they had to put the serial number (s/n) to connect to my personal therapy manager (myptm) every time and had to reset the communicator. The patient also added seeing alert messages "big red" with 338, 156 and ox3886868 code. Before troubleshooting the patient saw "not found" message. The agent walked the patient to close all the running application and reset the handset. The patient briefly saw nopump response then confirmed getting connected without issue and seeing the lockout screen. The agent reviewed best practices after using the app to avoid having further issue. The patient mentioned having 2 magnetic resonance imaging (MRI) and computed tomography (CT) scans at the same time and it was confusing their machine. The patient mentioned after the MRI they had a hard time connecting to the myptm. The agent tried to clarify what the patient meant by this but patient did not give a clear answer. The patient also mentioned having pain as they were having hard time getting a bolus due to the issues. The agent reviewed best practices for external devices and asked the patient to monitor the issue and callback if issue persisted. The patient made a comment that they were going for an MRI tomorrow. Additional information was received from a consumer regarding an external device. It was reported that the patient stated she was having the same issues and not able to connect to get a bolus. Technical services walked patient through clearing data from the handset. Patient was able to connect to the pump and stated that she was seeing a lockout. Patient stated she always sees different lockout times. Patient stated that her current bolus restriction window is 4 boluses every 24 hours. Patient was referred to their healthcare provider to request a removal of the 24 hour clock and have the lockout time match the bolus restriction window of 1 bolus every 4 hours. Patient stated she will just ask their healthcare provider to remove the pump and disconnected the call.